Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms and no capture on the left ventricular (lv) channel. A revision procedure was performed and this lead and device were removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the lead anode and cathode conductor coils are fractured approximately 330 mm from the terminal pin. The fracture location appears to be at the distal end of the suture sleeve tie down site. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.